Manufacturer narrative:
Follow-up information received on 30-sep-2016: (B)(4). No response was received from consumer on request for consent and follow-up. Follow-up received on 30-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. She had the essure devices (xenobiotic material) removed. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, consumer experienced this event about 6 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer (at time of essure insertion) and forwarded to bayer on (B)(6) 2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. It took 20 minutes for placement. About 6 months after essure insertion, the consumer experienced lower back pain, allergic complaints, gastro-intestinal complaints, problems urinating, pain during menstruation, pain in head, pain in knees / arthralgia, dizziness, tiredness, dizziness, insomnia, mood swings, memory loss, concentration problems, heavier menstruation, red spots in face and heartburn. The consumer reported work-related problems as influence on her daily life. ECG (electrocardiogram), pulmonary function test were performed but no result was provided. The consumer received as treatment physiotherapy, chalk removed from shoulder. Removal of essure is planned. Follow-up received on 24-aug-2016: letter, in which consumer holds bayer liable for the damage caused, was received via regulatory authority. It states that, on (B)(6) 2011, consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, consumer developed several physical complaints. In the meantime she has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. She had the essure devices (xenobiotic material) removed. This event is listed in the reference safety information for essure. Pain may occur during essure use. In this case, consumer experienced this event about 6 months after essure insertion. Considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.